Event description:
Reporter wore patch for six hours on back and removed patch, when it became too uncomfortable to wear. The area was red and painful and some skin pulled away with patch. The following day he went to ER and had blisters drained and dressing applied. He thinks injury is due to adhesive.